Event description:
A malfunction on the pump was reported by the caller, identified with a malfunction code of malf 12. There was no adverse impact to the customer's blood glucose level as a result of this issue. Technical support provided information for resetting the pump and assisted the caller in performing the reset. The malfunction code did not recur afterward, and the customer was able to continue using the pump. The customer was instructed to contact support again if any malfunction codes reappear, which they acknowledged and understood.